Event description:
A customer reported that a system message displayed "when air was out" during a vitrectomy procedure. The message again displayed upon reboot. The case was able to be completed after the console was exchanged. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).